Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(6). (B)(6) checked the subject device and found that the reported phenomenon was caused by the damage of the channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(6), it was found that a foreign material from the suction cylinder. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, because there was no information that the origin of the foreign material. However, based upon the reprocessing manual stated ¿be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Repeat until no debris is observed upon inspection of the brush.¿, there was the possibility that this phenomenon was attributed to the insufficient reprocessing by the user.